Event description:
Purchased less than 2 years ago. Lack of durability and poor response time on getting replacement parts. Foot rests needed replaced, rear foot strap has bolt missing, the rear wheel almost fell off and needed wheel bearings replaced. Most recently the front wheel broke off and needed wheel bearings replaced. Most recently the front wheel broke off and we were stranded, the staff at pvh has tried to get a replacement wheel for weeks and still have no parts.